Event description:
According to the reporter: when the surgeon had finished suturing a stoma, it was noted that the end of the needle was bent and the very tip missing.

Manufacturer narrative:
(B)(4).